Event description:
Hosp reported visible air leak into venous line at connector between catheter and perfusion circuit. Air was drawn into the circuit by suction, and trapped in bubble traps within the perfusion circuit. Physician confirms that no pt injury resulted from this event, and that the possibility for injury is remote, due to bubble traps in perfusion circuit design. User banded connector and stopped air leak, as detailed in the instructions for use.